Manufacturer narrative:
Additional information: d10. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn (B)(6) was performed from date of manufacture 02/17/2016 to the present date 11/13/2020 and note that this device has been returned for service 3 times, 2 of which correlates to the customer reported issue or service repairs. Also, there were no production failures indicated on the source device.

Event description:
It was reported that the device failed preventive maintenance for calibration. The error code displayed was 353.6650. There was no patient involvement.

Manufacturer narrative:
Although requested, the affected device have not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
It was reported that the device failed preventive maintenance for calibration. The error code displayed was 353.6650. There was no patient involvement.